Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid and nausea. Laboratory specimens obtained and tested in the hospital were not reported to the outpatient clinic. As a result, effluent fluid cultures and/or white blood cell (wbc) counts taken in the hospital remain unknown. The patient was diagnosed with peritonitis due to a break is asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the patient allows her 4 pet cats to remain in the room during pd therapy that have chewed the cassette tubing prior to this event. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and durations not reported) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2024. A follow-up effluent fluid culture, and a wbc count obtained in the outpatient clinic on (B)(6) 2024 presented no growth in the culture and a wbc count of 2/mm3. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event at home while on antibiotic therapy as she continues ccpd therapy on the same liberty select cycler at home throughout the treatment course.

Manufacturer narrative:
Upon further review of this file, it was determined to be a duplicate of MFR 8030665-2024-00943. Therefore, MDR with MFR 8030665-2024-00908 will have no further updates.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid and nausea. Laboratory specimens obtained and tested in the hospital were not reported to the outpatient clinic. As a result, effluent fluid cultures and/or white blood cell (wbc) counts taken in the hospital remain unknown. The patient was diagnosed with peritonitis due to a break is asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the patient allows her 4 pet cats to remain in the room during pd therapy that have chewed the cassette tubing prior to this event. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and durations not reported) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2024. A follow-up effluent fluid culture, and a wbc count obtained in the outpatient clinic on (B)(6) 2024 presented no growth in the culture and a wbc count of 2/mm3. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event at home while on antibiotic therapy as she continues ccpd therapy on the same liberty select cycler at home throughout the treatment course.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, cloudy peritoneal effluent fluid and nausea. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures and initial wbc counts were not reported, a decrease in both symptoms and wbcs provides evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Correction: h10, this report is a duplicate of the referenced report, therefore there will be no further updates on this report.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient's pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid and nausea. Laboratory specimens obtained and tested in the hospital were not reported to the outpatient clinic. As a result, effluent fluid cultures and/or white blood cell (wbc) counts taken in the hospital remain unknown. The patient was diagnosed with peritonitis due to a break is asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the patient allows her 4 pet cats to remain in the room during pd therapy that have chewed the cassette tubing prior to this event. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and durations not reported) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2024. A follow-up effluent fluid culture, and a wbc count obtained in the outpatient clinic on (B)(6) 2024 presented no growth in the culture and a wbc count of 2/mm3. It was confirmed that the patient's peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event at home while on antibiotic therapy as she continues ccpd therapy on the same liberty select cycler at home throughout the treatment course.